Event description:
The caller alleged discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 5.2; lab: 3.2.

Manufacturer narrative:
Discrepant result (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 5.2; lab: 3.2; mean: 4.2; confident limits: 2.4-6.1. The mean for inratio and lab mean are within the confident limits as per internal procedure tr#0150 (rev.2). No investigation is needed as per internal procedure tr#0150 (rev.2).